Manufacturer narrative:
Updated (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. A DHR review was performed for the programmer 82-3190, sn (B)(4) (lot # cpjcpk), and the lot met specifications when released on july 16th, 2013. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient is male and (B)(6), accepted v-p shunt at affiliated (B)(6) on (B)(6) 2016. The patient had already lost consciousness when he was hospitalized. No other anomalies were occurred. Initial pressure was 100mm h2o. On (B)(6) 2016 it was reported that the bone pressure increased and surgeon adjusted pressure as 70mm h2o. On (B)(6) 2016 surgeon suspected valve occluded. The revision surgery was operated and valve was cleaned. After procedure the symptom changed better but the patient was still in a coma. On (B)(6) 2016 the patient was transferred to (B)(6). At the (B)(6) 2016 the programmer was out of work and could not adjust pressure by CT test. The pressure was 30mm h2o. At that time the root cause could not determined. On (B)(6) 2016 the pressure was adjusted as 80mm h2o when surgeon used new programmer. After several days the pressure was adjusted as 120mm and 160mm h2o seperately but the symptom didn't change better. Now the patient is hospitalized for observation.